Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Choking - throat [choking]. Mechanism broke off in her mouth - oral-b toothbrush [device breakage]. Case narrative: parent via e-mail reported that while her daughter was brushing her teeth, the oral-b electric toothbrush mechanism broke off in her mouth and caused her to choke. No serious injury was reported. (B)(6) 2024 via image: the suspect product was oral-b battery toothbrush handle 3735 stages kids. No serious injury was reported. (B)(6) 2024 via digital safety assessment survey: patient was a 2 year old female. No serious injury was reported.